Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting damage to her tubing connector. She mentioned that she had a high of 600 mg/dl in the morning. She took a bolus delivery and her blood glucose dropped down to 437 mg/dl. Before customer could troubleshoot for high blood glucose, he was disconnected. Customer could not be reached for further information. Nothing further reported.